Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a revaclear 400 had a dialysate fluid leaking from the endcap joint area approximately 1.5 hours into patient treatment. Once the leak was observed, the entire blood circuit and the dialyzer were changed. There was no patient injury or medical intervention associated with this event. No additional information available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.